Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Upon additional follow up it was reported, the patients symptoms have resolved.

Event description:
An optometrist reported a patient with stage two diffuse lamellar keratitis one day post lasik treatment; the patient reported a foreign body sensation. The topical steroids were increased and an oral steroid was prescribed. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.